Event description:
The customer reported a 24 hour bag of tpn infused in 2 hours to a pt in the nicu. The nurse reported that the settings and rate were correct. Tpn total volume was 151.2ml; intended rate was 5.1ml/hr. The pt became acidotic and blood glucose was 1100 when empty bag was noted. Details of medical intervention, labwork and medication given were provided as follows: multiple glucose checks, istats, IV sodium bicarb for -14; ph from 7.21, 7.27, 7.29; IV fluid change and cranial us. A log review was requested. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Devices not rec'd, log review only. The customer has requested an event log review. The event logs and data set have been rec'd and the evaluation is pending. A follow up report will be submitted with evaluation results once the evaluation has been completed.